Event description:
Repair center alleged the valve is not shifting. Per independent repair statement the unit was alarming or red light. Key failure was the 4way valve was not shifting. Additional malfunctions was the valve operator was stuck.